Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products : 5076-52 lead, implanted (B)(6)2007. (B)(4)

Event description:
It was reported that during closure of an unrelated routine procedure, the chronic left ventricular (lv) lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.